Manufacturer narrative:
Concomitant medical products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1994, product type: extension. Product ID: 3587a, lot# l33230, implanted: (B)(6) 1994, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient's previous system was removed when she received her new system, however, she said that the wire was in pieces when they went in to remove the battery and both wires were removed. There were 4 "screws" by the spine that couldn't be removed. No further complications were reported or anticipated with this event.